Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 10/21/2016, it was reported that a sign im nail implanted to repair a fracture was found to be broken during a follow up visit. The small broken end of the nail was removed. Fracture healed by x-ray, no additional surgery anticipated or needed. Surgeon comment: "there is broken of standard nail after surgery 5 years ago." "Post operation 5 years ago with implant breakage and now we remove the breakage part at the knee joint."